Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e11 (no picture) error was confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer reported on behalf of the customer, the endoecho ultrasonic gastrovideoscope displayed an e11 (no image) error during preparation for use. The unspecified procedure was completed using another device. There was no delay in procedure or reported patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A definitive root cause for this issue was not established. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The intended procedure had a diagnostic approach.